Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.8 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 0 degrees. Proximal aorta was 25 mm in diameter and 15 mm in length, and tapered. Right iliac artery was 12mm in diameter and the left iliac artery was 10 mm in diameter. The right and left femoral arteries were 8 mm in diameter. There was no circumferential aortic mural thrombus/calcification at the proximal neck. It was reported that the devices were successfully implanted. Two days post index procedure, a CT with contrast showed a proximal type I endoleak with the maximum diameter of the aneurysm measuring at 5.3 mm in diameter. No intervention was performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak); related to operational context (device oversizing). Conclusion: operational context contributed to event (device oversizing).